Event description:
It was reported the video system center connection to the ultrasound console interface was loose, the image flickered, and there were wrinkles at the root. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.